Event description:
It was reported that the pt expired. The cause of death was unk; the device was not suspected as the cause. The estimated eri (elective replacement indicator) on the pump was 27 months. An autopsy was planned. The pt was reported to be "in and out of several hospitals." The health care provider had turned the pt's pump down to the minimum flow rate without good results; it needed to be turned back up. It was noted that the "pt might be very sensitive to baclofen with good results at low rate." The medication being delivered via the device was baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.